Event description:
It was reported that during the implant attempt, the left ventricular lead was placed in a branch of the coronary sinus and thresholds were greater than eight volts. The lead was attempted in a different branch with high thresholds again. The physician felt that there may be a malfunction of the lead and it was not implanted. An epicardial lead was subsequently implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.